Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, the physician felt resistance and was unable to advance a pod6 out of the tip of its introducer sheath and into the hub of the lantern delivery microcatheter (lantern). The pod6 was therefore removed, and the procedure was completed using a new pod6 and the same lantern. There was no report of an adverse effect to the patient.